Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon functional testing, pump power up test failed. Event history log was reviewed. The reported event was confirmed. Pump then finished installing an update, and the error did not recur. Also, the battery door handle was very difficult to rotate, and the lens was scratched. Replaced the battery door, lens and lens seal. Updated the software. Performed downstream occlusion / upstream occlusion (dso/uso) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria.

Event description:
It was reported that during testing, the pump displayed error code. There was no patient involvement, and no patient harm / adverse event reported.